Event description:
It was reported that the right atrial lead had chronic low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the inner insulation had breached metal induced oxidation (mio). It was also noted that all conductors had blood/body fluid (not obstructed), all insulators had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and the lead was stretched.